Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the defibrillator could not discharge. No other information was provided. There was no report of pt involvement or impact.